Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked on the patient connector end on the tubing. The patient stated "the leak came from below the white plastic where the white plastic tube connects in the white part where the pull ring was located." This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual devices (cut tubing to patient connector only) were received for evaluation. Visual inspection was performed with naked eye. On one (1) sample, surface markings on the patient line tubing to the patient connector was noted. Functional testing, including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported issue of leak was not verified; however, the sample was damaged. The cause of the damage was determined to be manufacturing related. Visual inspection of the second sample revealed no issues. Functional testing was performed with no issues noted. The reported issue was not verified on the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.